Event description:
It was reported by service report that the head end jack will not raise and is leaking hydraulic fluid. The brakes are out of adjustment and the side rails loose and will not latch. No pt involvement or adverse consequences are reported.